Event description:
Reporter indicated that the patient had experienced a few seizures of an increased duration. The patient was seen by the treating neurologist shortly afterwards, and during the visit it was found that the patient's vns device was registering high impedance. The physician stated that he would have the patient anti-epileptic medication increased until the vns therapy device could be replaced. All attempts for further information have been unsuccessful to date, thus the relationship between the increased seizure duration and vns therapy cannot be determined, though it may be due to loss of therapy due to the high impedance. The patient has undergone a replacement surgery. The generator was replaced first which did not resolve the high impedance. Once the lead was replaced, the high impedance resolved, suggesting that the failure likely occurred along the lead.

Manufacturer narrative:
Device failure suspected.